Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence despite using room temperature insulin, a new cartridge, and confirming pump piston contact. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to continue filling tubing, then to disconnect tubing at t:lock and attempt again, and finally was guided through filling and loading new cartridge, after which drops of insulin were seen and insulin delivery was resumed, and customer requested replacement cartridges.